Event description:
It was reported that during the night, the pump shut off unexpectedly at 40% battery life. Upon waking several hours later, the customer's blood glucose level was noted to be 290 mg/dl. The customer then attempted to load a cartridge onto the pump; however multiple cartridge alarms (cartridge alarm 19) were received with multiple cartridges during the load process. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.